Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. The patient stated that their stimulation was installed in (B)(6) 2009, but the unit did nothing to help relieve their pain. After months of trying to find a ¿sweet spot¿ (spot that would help the patient live with the pain) and not making them feel like they were holding onto an electric fence they stopped using the stimulator all together. The patient wants their device removed because they are now having identical pain on their right side. They are scheduled to meet with their healthcare professional (hcp) on (B)(6) 2017 but the hcp said they could not do anything, not even an MRI as long as the unit was in their back. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.